Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI, upn: m365sc8416500, model: sc-8416-50, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient experienced lower extremity weakness. No device malfunction was suspected. All components were explanted and discarded per hospital policy.